Event description:
During surgery, the loop tip heated up and broke into two pieces, which were removed from the patient. A new device was used. The old device was terminally sterilized and given to the resource nurse.